Manufacturer narrative:
Pr (B)(4) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During the time of manufacture, hub removal force testing was performed with all samples within the requirements. It is unclear what type of conditions the packaged product is subjected to after leaving the facility, and it is recommended to ensure a proper connection prior to use. It is recommended to hand-tighten the needle onto the syringe prior to use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309623 batch # 4303340. It was reported by customer that the needle detaches from the syringe easily. Verbatim: a hemodialysis (hd) clinical manager contacted (B)(6) by sending a complaint form to report that needle detaches from the syringe easily. This is a potential for needle stick injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Lot number - 4303340.